Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 59 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had complaints of increased pain, redness, and pus at the driveline site. The patient was admitted and started on IV antibiotics. Driveline cultures were positive from (B)(6) 2017. The patient also had left pleural effusion (removed 1 liter of fluid on (B)(6) 2017), and also had non-sustained/sustained ventricular tachycardia on admission. Current plan is IV antibiotics for 6 weeks. There were no factors associated with patient¿s condition that contributed to the infection. On (B)(6) 2017, it was reported that the patient was admitted due to cough and fever throughout the weekend. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined. Local, pump pocket, and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.